Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements during manual testing. The lead was tested in different vectors and there were out of range measurements observed in coil to can and triad. The dailies were reported to be trended around 60-75 ohms. A save all to disk was to be performed and sent in for analysis. No adverse patient effects were reported.

Event description:
Additional information was received, disk analysis was performed. Boston scientific technical services (ts) discussed the differences between the manual test and the daily test, and how the dailies have been stable, in the 70s for the last few months. Also discussed how the manual test may be skewed by readings close to or greater than 125 ohms as part of the calculation. The field representative was to discuss the options of continuing to monitor or commanded shock delivery to test the system.

Event description:
Additional information indicates that the patient will be re-evaluated in the near future and will continued to be followed normally. No invasive testing has been planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.